Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted tricuspid ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The cause for the valve embolization could not be determined with the available information. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in italy, a few days post implant of a 26mm sapien 3 valve within a ring in the tricuspid position, the valve embolized into the proximity of the pulmonic valve. Three days post procedure, the sapien 3 valve was removed and a tricuspid surgical valve was implanted. At the time of the report, the patient was well and had good hemodynamics.

Manufacturer narrative:
Additional information was received. The valve was implanted via jugular access. The valve embolization was possibly due to the pre-existing non-edwards surgical ring being open, not complete. The patient is doing well. Sections conclusions were updated.